Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After two clips were implanted, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). In the physicians opinion, the pre-existing leaflet anatomy caused the slda. A third clip was implanted for stabilization. Three clips were implanted, reducing mr to 1-2, with a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (thickened leaflets). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.